Event description:
The biomedical engineer (bme) reported that the multi-gas unit would spontaneously shut down and come back on while it was in patient use. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multi-gas unit would spontaneously shut down and come back on while it was in patient use. There were no reports of patient harm or injury. Investigation summary: nihon kohden (nk) received the device on 08/08/2023. Nk repair center (rc) evaluated the unit on 11/16/2023. Nk rc found that the top cover and bottom chassis had extensive cosmetic damage. No fluid intrusion was detected. The unit came without a fan filter. Nk rc also found that 4 screws on the bottom chassis were missing. The unit made a hissing and clicking sound when powering on and showed a gas device error after an hour. The pump, top cover, fan filter, bottom chassis, and labels were replaced to repair the unit. Although the complaint was not duplicated during evaluation, the cause of the issue was likely hardware component failure. A definitive root cause for the hardware component failure could not be determined, but possible causes may include physical damage from user mishandling or wear-and-tear, which depends on device age and frequency of use. A review of the complaint device's serial number shows that the unit has been in service since october 2019 and has no other complaints. Review of the customer's complaint history does not show other similar complaints. Review of the customer's complaint history did not show any trend for this issue and device. Nk will continue to monitor and trend similar complaints. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 07/31/2023 emailed the bme for all items under the no information list. No reply was received. Attempt # 2: 08/04/2023 emailed the bme for all items under the no information list. No reply was received. Attempt # 3: 08/15/2023 emailed the bme for all items under the no information list. No reply was received. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the multi-gas unit would spontaneously shut down and come back on while it was in patient use. No patient harm was reported.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from gf-210ra to gf-210r. D4 additional device information / model #: corrected the model # from gf-210ra to gf-210r. D4 additional device information / catalog #: corrected the catalog # from gf-210ra to gf-210r. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a. Additional information: b4 data of this report g6 type of report h2 if follow up, what type?

Event description:
The biomedical engineer (bme) reported that the multi-gas unit would spontaneously shut down and come back on while it was in patient use. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multi-gas unit would spontaneously shut down and come back on while it was in patient use. There were no reports of patient harm or injury. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 07/31/2023 emailed the bme for all items under the no information list. No reply was received. Attempt # 2: 08/04/2023 emailed the bme for all items under the no information list. No reply was received. Attempt # 3: 08/15/2023 emailed the bme for all items under the no information list. No reply was received. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni